Manufacturer narrative:
(B)(4). Concomitant medical products: ref. 7806-14-100; lot 2010070893; description: femoral stem 14x100mm w/screw. Ref. 177024; lot 2010110046; description: ps femoral component closed box lge right 74 mm cemented. Report source: foreign: (B)(6). This product is manufactured by biomet (B)(4) orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under 510(k) number (B)(4).

Event description:
It has been reported the patient contacted the surgeon with an x-ray showing loose screw in knee implant. No medical intervention has been reported to date. Attempts have been made and no further information has been provided.